Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - address 1: (B)(6). E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the flexor sheath included in the rosch-uchida transjugular liver access set broke. No abnormalities were observed upon unpackaging of the device. During the initial stage of the transjugular intrahepatic portosystemic shunt (tips) procedure, it was reported that "the white dilator broke off from the black puncture device." A customer-provided photograph confirms that the shaft of the flexor sheath had separated. Prior to advancing components, the sheath was flushed; however, resistance was encountered during advancement. The affected device was immediately removed from use, and a replacement product was utilized to complete the re-puncture. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.